Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's granddaughter reported that on (B)(6) 2016 customer was not feeling well so she was going to test his glucose but he did not have any adc test strips so she purchased two new boxes. Upon opening the package it was discovered the test strips were all cut in half, making them unusable, so she took him to the emergency room. At the hospital an unspecified, "very low result" was obtained on a hospital device and he was treated with unspecified food and liquids. No further information was provided as the caller declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.